Manufacturer narrative:
The insulin pump was received stuck in alarm loop after battery installed due to software error. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to alarm. Unable to test for motor error alarm due to constant alarm. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 275 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.